Event description:
It was reported that during the device replacements procedure, this atrial lead was exhibiting high thresholds and low impedances in unipolar and bipolar configuration. The lead was surgically abandoned and replaced. The device was actively implantd for approximately 5 years, 2 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it was surgically abandoned. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.